Manufacturer narrative:
(B)(4). Method: six complaint opt544 cannulae were received for evaluation. Based on the information and packaging supplied, the cannulae were from the following lots: one cannula from lot 1411180302 - manufactured on nov 18 2014. One cannula from lot 1501120302 - manufactured on jan 12 2015. One cannula from lot 1502120302 - manufactured on feb 12 2015. Two cannulae from lot 1503030302 - manufactured on mar 3 2015. One cannula with lot number not provided. The returned complaint opt544 cannulae were visually inspected. Results: all six cannulae appeared well used. The visual inspection revealed that in all six cases the tubing was torn and pulled apart near where the tube is attached to the cannula manifold. A lot check revealed no other complaints for any of the lot numbers provided. Conclusion: the most likely cause of the reported fault is the patient or caregiver pulling on the tube. The opt544 interface is used to deliver humidified oxygen to patients. The opt544 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Our user instructions that accompany the opt544 illustrate the procedure for fitting the optiflow nasal cannula to a patient and state the following: do not crush or stretch tube. The opt544 interface is shipped to the customer fully assembled. The cannula is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the product is discarded.

Event description:
A hospital in (B)(6) reported that some opt544 optiflow nasal cannulae were broken. No patient consequence was reported.